Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), cleaned exhalation valve, and upgraded the software to the current revision to resolve the issue. The unit passed all tests and calibrations per the service manual. (B)(4).

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display became blank. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.